Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
New information received states the implantable pulse generator was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator (ipg) was reaching end of life. A device update was performed however the ipg was still showing replace device message. A surgical intervention is anticipated in the near future. No further information is available at this time.